Event description:
It was reported that during an infusion of cytarabine a pump over infused. The customer stated that the intended duration of the infusion was 24 hours and the infusion was completed in 16 hours. The customer stated that this infusion was a part of a 5 day infusion regimen involving multiple pumps and that following the hospitals internal review of the event the over infusion was attributed to a user error while programming the pump resulting in the unintended infusion rate. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). During a follow up phone call the customer stated that they evaluated the event and determined that the over infusion was the result of the user programming the pump for an unintended rate. The customer stated they do not allege a device malfunction. The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.